Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The pod was received with the adhesive pad attached to the bottom housing. Inspection of the bottom housing found the bottom adhesive pad heat weld to be misaligned, indicating that the adhesive pad had been incorrectly installed. This incorrect installation did not affect pod functionality as the adhesive pad was still securely attached to the bottom housing on return of the pod and the adhesive was secure during wear according to the customer comments.